Manufacturer narrative:
Concomitant medical products: 6944-65, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a generator change out procedure oversensing was noted on the right atrial (ra) lead. The lead was re programmed and remains in use. No patient complications have been reported as a result of this event.